Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation it was noted that there were episodes of inappropriate mode switching due to noise on the atrial lead. The noise was not reproducible in clinic. All electrical parameters were normal. The lead remained implanted. There were no adverse effects to the patient.